Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified the inserter returned shows signs of prior use. The strike plate has some gouging, the prongs on the distal end of the inserter are damaged and have debris on them. There is also debris in the threads at the distal end of the inserter as well as the threads of the handle, and some staining on both of the prongs of the inserter. The impactor tip was not returned with the inserter. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed, as the poly tip was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during surgery that the inserter tip fractured. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. The patient did not retain any foreign material from the fractured device. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.